Manufacturer narrative:
The ge service rep conducted an onsite investigation. The fluoro functions board, the back plane, the power supply, the interconnect cable assembly, and the system interface board were replaced. The nodes were flashed and reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed an x-ray disabled error message. No pt injury was reported.